Manufacturer narrative:
The reported condition could not be reproduced. A service rep of the manufacture checked the device according to the draeger specifications after the reported event. No problems could be found. The device is in use since the event without further reported problems.